Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery when the lead and extension were connected it was found that one connection got kinked and was not able to be fixed. The lead and extension were then separated and a new extension was used to complete the operation. Two days later it was reported that the patient was overall 'ok' and was receiving therapy.

Manufacturer narrative:
Analysis of the extension (extn 7482-51 dbs, lot# nhu239562v) found the distal end connector twisted in molded rubber. The extension was received with the #3 connector block turned completely up-side-down inside the molded rubber. The #3 setscrew was returned separated from the #3 connector block. The #0 through #2 setscrews were turned completely into the connector blocks. The #3 connector block was repositioned back to its correct position and the returned setscrew was re-inserted into the #3 connector block. All the setscrews turned freely in their respective connector blocks. The extension was tested with a known good lead and all the setscrews were able to be tightened to the lead without difficulty using the returned torque wrench. There was no difficulty attaching a lead to this extension when done properly. It appeared the twisting of the #3 connector block was a procedural issue. There was a tape wrapped around the distal end of the extension. There was a long breached cut in the molded rubber.

Manufacturer narrative:
Concomitant products: product ID 7482-51, lot# nhu239562v, product type extension. (B)(4). Analysis results were not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.